Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s dexcom g7 failed to pair with the ilet, leading the patient to disconnect from the pump and later seek assistance to reconnect the cgm and resume therapy; after guidance, the g7 displayed glucose values, short tubing on the contact detach infusion set was replaced to remove air, and the pump resumed insulin delivery. Symptoms included hyperglycemia with a reported peak glucose of 421 mg/dl, without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects, and without ketone testing. Outcomes included no use of backup therapy, no need for assistance administering therapy, and no medical intervention or hospitalization. Investigation included troubleshooting and user education to reconnect the cgm to the ilet and to address potential infusion set air via tubing replacement. Investigation of this case revealed a cgm pairing failure to the ilet with probable contribution from infusion set air, which resolved after reconnection of the g7 and replacement of the short tubing on the contact detach infusion set. It was concluded, based on previously established findings for similar reports, that user/setup factors related to cgm pairing and infusion set air introduction were the likely causes.